Manufacturer narrative:
Initial reporter last name: (B)(6). Investigation summary: a device history record review was completed by our quality engineer team for provided lot number 0065730. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Investigation conclusion: further action has not been determined necessary at this time. Our quality team will continue to monitor the manufacturing process for this defect and other emerging trends. Root cause description: based on the investigation results, an exact cause for this incident could not be identified. Rationale: no CAPA - based on an evaluation of severity and frequency, no corrective action was performed to since this issue could not be confirmed as manufacturing related.

Event description:
It was reported that saf-t-intima w/y adapter yel 24ga x .75i was defective and had a safety mechanism failure. The following information was provided by the initial reporter: some devices are with changes in the silicon, and others don't lock the needle when pulling the bevel after the puncture; failure in the safety mechanism of needle protection, leading to the risk of contamination and accidents.